Event description:
In 2009, the patient reported she woke up with an elevated blood glucose reading of 418 mg/dl and she saw a "big bubble" in the insulin cartridge of her infusion device. She stated she used cold insulin to fill her cartridge. She was advised to use only room temperature insulin. To troubleshoot, the patient was instructed to disconnect from her infusion set tubing and try to rime the air bubble out, but she was unable to do so. She was then instructed to change her insulin cartridge and the patient was educated on how to properly change the cartridge. Product was requested to be returned for evaluation.